Event description:
This is a spontaneous report by a nurse from (B)(6) of cloudy effluent in a (B)(6) female coincident with physioneal 40 glucose 1,36% p/v / 13,6 mg/ml therapy. On (B)(6) 2012 , the patient began treatment with physioneal 40 1.36% (1l, 3x/day, lot number 12c13g12), intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). It was reported that physioneal was ongoing with dose not changed. On (B)(6) 2012, the patient went to the hospital for a routine consultation and reported cloudy effluent. The patient was not hospitalized. On (B)(6) 2012, remedial treatment of vancomycin (2g every, 5 days) ip and treatment was stopped on (B)(6) 2012. The hp was reportedly recovered.

Manufacturer narrative:
(B)(4). This reported peritonitis is not confirmed because the disposable set was not returned to baxter and user did not describe any types of use errors or other issues that might have caused the contamination that resulted in peritonitis. There is no indication/allegation of device defect/malfunction. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.